Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that their level 1 quality control was out of range. The customer checked the fluids to be sure that it was mixed properly and that the bags rolled up. The customer replaced the sensor and conditioned it. The customer then ran dilution check and quality controls, which were acceptable. A siemens headquarters support (hsc) specialist reviewed the instrument data and did not find any indication of an instrument malfunction. The instrument data showed that the customer ran potassium samples with very high results prior to testing this patient sample, which could have affected the potassium result. The cause of the discordant, falsely elevated potassium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated potassium (k) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated on an alternate dimension exl instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium result.